Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the constant "door not fully latched" alarms caused by a failed link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
It was reported a spectrum infusion pump was constantly alarming door not fully latched. It was also reported there was no patient injury.